Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Medical records were provided. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip arthroplasty. Subsequently, patient was revised approximately 6 years later due to elevated metal ion levels, metalosis, in-vivo corrosion, altr, pseudotumor and pain. No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer femoral head sterile product do not resterilize 12/14 taper cat#00801803601 lot#62783553; zimmer liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell cat#00630505636 lot#62718394; zimmer shell porous with cluster holes 56 mm o.d. Cat#00620005622 lot#62401336; zimmer bone scr 6.5x25 self-tap cat#00625006525 lot#62587130; zimmer bone scr 6.5x30 self-tap cat#00625006530 lot#62429067; zimmer femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset cat#00771101000 lot#62688102. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00391.

Event description:
It was reported the patient underwent a right hip arthroplasty. Subsequently, patient was revised approximately 6 years later due to unknown reasons. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.